Event description:
A customer reported that their AED will not power on, but powers on with a spare battery. They reported that this did not occur during patient use.

Manufacturer narrative:
A customer reported that their AED will not power on and is prompting an error code of "battery operation". Analysis of the log files from the AED showed it was manufactured on 06/15/2022 and placed into service on 10/24/2022 with battery pack serial number: (B)(6). On (B)(6) 2023, the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until on (B)(6) 2024 when a series of replacement battery packs were inserted. The cause of the replacement battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.